Event description:
It was reported wound dehiscence was observed at the pt's ((B)(6)) ipg incision site, exposing the ipg. F/u info identified the ipg was explanted due to the wound dehiscence and the beginnings of an infection. Following the procedure, the pt reported to the neurosurgeon that he rec'd a hit at the ipg site while playing with his grandson possibly causing the wound dehiscence.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. MFR's eval: the returned product was not analyzed as the reported complaint could not be confirmed via laboratory testing. Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.